Event description:
It was reported in chapter 4 (practical considerations and recommendations) of the text book titled "vagus nerve stimulation" reviewed by the MFR that a vns pt had developed an infection after having been implanted with a vns device. Good faith attempts to obtain additional info from the author have been made, but no further info has been received to date.

Manufacturer narrative:
Book citation: "vagus nerve stimulation"; chapter 4-practical considerations and recommendations, by elinor ben-menachem. Edited by: steven c. Schachter and dieter schmidt; published by: martin dunitz ltd in 2001.